Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The device was received by the biomed from a nurse who was using the pump during clinical use but it is not known if the pump was actually hooked up to a patient at the time it went into the failure code. Additional details regarding the medication involved, pump programming information, specific patient information, medical intervention, tubing product code and lot number, were not available. No clinical contact was able to be identified by the biomed. There was no report of patient injury resulting from the failure of this device.